Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. The device was returned for the analysis, and it is possible to see that the guidewire was detached at the distal section and the part detached did not returned. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were detected. Microscope inspection revealed that under the microscope it was observed that the guidewire was detached at the distal section.

Event description:
Reportable based on device analysis completed on 17jul2023. It was reported that the tip of the wire had burrs. A 200cm x 10cm angled tip fathom -14 guidewire was selected for use. Upon unpacking, it was noted that the tip of the guidewire had burrs. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis revealed that the guidewire was detached at the distal section.